Event description:
Customer reports to have received a battery out limit alarm. Customer's blood glucose was unknown. During troubleshooting for battery out limit customer received a failed battery test. After troubleshooting, alarm was not cleared. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.